Event description:
It was reported that during a femoral arteriogram, withdrawal difficulties were encountered. The express biliary ld stent delivery system was delivered to the treatment location without incident. The stent was then deployed without difficulty, with the balloon then being removed following deployment. No post dilation was done. The express biliary ld balloon could not be withdrawn into the contra 8f unspecified manufacture's sheath. The balloon was confirmed to be fully deflated. The guide wire, sheath, and stent delivery system were removed as a unit, with the balloon only approximately 50% withdrawn into the sheath. There was no damage noted to either the balloon or the sheath upon removal. There were no patient symptoms, and the procedure was completed with this device. Patient status was reported as 'fine'.